Event description:
It was reported that during a deep brain stimulation procedure, the lead was involved in an incident where the lead and guide wire were connected together, and the lead was damaged when it was pulled out. Contributing factors and troubleshooting measures were unknown. The lead was replaced with a new lead on the same day, and the surgery was completed. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event. Additional information was received reporting that it was noticed that the lead and guidewire were connected together immediately out-of-the-box.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# va2yhju, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 28-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the 3387s-40 lead (lot number va2yhju) revealed no significant anomalies. The proximal end of the lead was stretched; however electrical testing determined that continuity was complete and there were no electrical shorts between circuits. Additionally, the outer insulation was separated in the body of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.